Event description:
It was reported that following a deep brain stimulation lead implant procedure, the patient experienced a post-operative bleed that was discovered by a post-operative scan. The patient underwent an explant procedure. No further information can be obtained regarding the event, patient status, implant date or location of the lead despite good faith efforts.

Manufacturer narrative:
Date of event: the exact date is unknown, therefore, the implant procedure date was used as the event occurred post-operatively.